Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the light emitting diode light stayed on after power disconnected was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction video image that would freeze was due to malfunction printed circuit board and the most probable root cause of the malfunction light emitting diode light stayed on after power disconnected was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had video image that would freeze. The issue was found during sedation of a flexible sigmoidoscopy procedure that was completed with a similar device. There were no reports of patient harm.